Event description:
A customer contacted beckman coulter inc. (Bci) in regards to mis-read barcode sample ID's for two patient specimens on lh750 hematology analyzer. In both incidents, the instrument misread the 6th digit of the 9 digit sample ID. The mis-ID's were identified when the instrument generated a "no match" error message and the accession number did not match any test in the system. The erroneous results were not reported out of the laboratory. The sample ids were correctly identified when the specimens were rerun. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The checksum was disabled. Per bci labeling, bci strongly recommends the use of barcode checksums to provide automatic checks for read accuracy. A bci field service engineer (fse) replaced barcode scanner, cable, and decoder card. Fse also adjusted scanner pressure to 25psi. Read rate test results 100 percent. Although some hardware issues have been addressed, no definitive root cause for this event has been determined to date.